Event description:
The surgeon reported a system message displayed. The system had to shut down, restarted, and re-tuned. There was a five minute delay. The surgeon switched out the system and completed the case as planned. Additional information received stated local anesthesia was used. A delay of five to seven minutes was noted. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The ultrasound module was replaced and will be sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).